Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) stating that they were not present at the dye study. It was reported the whole catheter was replaced during the surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative (rep) indicated that the rep was requested to be at the dye study on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrath ecal lioresal 2000 (concentration) at 300 (dose) via an implantable pump for unknown indications for use. It was reported that the pump was infected from a patient's rash. No diagnostics/troubleshooting were performed because the pump incision site was very red and too infected. The rep stated that no interventions were known. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The rep further stated that the device was removed because of infection and contamination. The catheter was also removed due to infections. The patient's weight was asked but was unknown and medical history would not be made available due to legal/confidential reasons.